Event description:
It was reported patient was revised on left hip due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 6721-0435, size 4 accolade ii 127 deg, lot code 47321404. Cat 626-00-46f, modular dual mobility insert, lot code 47634203. Cat 542-11-54f, trident psl ha cluster 54mm, lot code unknown. Cat 6260-9-028, 28mm -4 lfit v40 head, lot code 47852206. Unknown 6.5x 25 screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving an adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported patient was revised on left hip due to infection.